Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system was recalibrated with the microscope to restore precision. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while in a cranial resection, an imprecision of five millimeters was observed when using the microscope as opposed to the microscope probe. It was noted that the was no deviation in trajectory. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found no software anomaly. Software functioned as designed.